Event description:
Writer received a user facility medwatch form. The facility reported a pump which resulted in an overdelivery of magnesium sulfate. The pt was given 4 grams of magnesium sulfate at 50cc/hour over a two hour period. The pt reported burning at the IV site when the treatment was started. The rate was reduced to 30cc/hour. Twenty mins later, the pt complained they were "burning up" and it was noted the entire magnesium sulfate bag was empty. The pt was given an icebag, and reported that they felt better. No additional info is available.

Manufacturer narrative:
Evaluation summary: this pump was repaired on site by a baxter field technician for scheduled upgrades. The reported complaint of overdelivery occurred prior to the pump being upgraded. Baxter was notified by a user facility medwatch after the pump's testing and upgrades were completed. The event history log was erased during the upgrade in the field, therefore, the reported condition of an overdelivery could not be confirmed. Before being released to the customer, the pump was tested and met all specifications. We cannot determined if the alleged incident was attributed to the device. Review of the trending data over the previous 24 month period revealed there is no trend.